Manufacturer narrative:
(B)(4) - device use after expiration. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported patient effects of myocardial infarction (mi) and restenosis of the stented segment of the artery are listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. It should be noted that the xience v and xience nano, everolimus eluting coronary stent systems instructions for use (IFU) states: instructs the physician to note the use-by (expiration) date. In this case, it is unlikely that the IFU deviation caused or contributed to the complaint. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that on (B)(6) 2013, a 3.5x23mm xience v stent was successfully implanted in the proximal left anterior descending (lad) coronary artery, and a 4.0x18mm xience v stent were successfully implanted in the left main (lm) coronary artery. The patient was discharged home the following day. On (B)(6) 2014, the patient was admitted to the hospital with a worsening congestive heart failure (chf). Intra-venous lasix was given. Both xience stents were noted to be re-stenosed. The patient was diagnosed with a myocardial infarction (mi) and on (B)(6) 2014, the patient went for a coronary artery bypass graft (CABG) surgery. During this hospital stay, the patient also experienced a tear in the esophagus that required a blood transfusion due to blood loss. Currently, the patients condition is continuing and there is no reported discharge date. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was obtained: the myocardial infarction (mi) was associated with elevated cardiac enzymes. A CABG was performed in the proximal left anterior descending (lad) coronary artery, and the clopidogrel medication was changed.

Manufacturer narrative:
(B)(4).